Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a 5.5cm in diameter abdominal aortic aneurysm. Aortic neck was 23-25 mm in diameter and short at 1 cm in length with 45 degree angulation. Iliac vessels were unremarkable. An endurant bifurcated stent graft was placed right at the renals. When the delivery system was removed, the delivery system pulled down the stent graft a few millimetres, mainly due to the neck angulation. The difficulty removing the device was due to the short and angulated aortic neck. Since the aortic neck was short, there was then a proximal type I endoleak. A 28 mm cuff from another manufacturer was then placed proximally to resolve the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (improper component placement, endoleak); patient's condition affected effectiveness of device (anatomy related; short and angulated neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short and angulated neck).